Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer alleged the occlusion alarms were caused by the infusion sets; no additional information regarding this allegation was provided. Blood glucose levels ranged between 109mg/dl- 300's mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. The customer performed an infusion set change and resumed insulin deliveries successfully.